Manufacturer narrative:
Pdt is a non-thermal treatment for certain types of cancers. The investigation determined that the investigator had used force when inserting the fiber through the bronchoscope. Review of the batch records by the manufacturer indicates that the fiber met all specifications at the time of release.

Event description:
Patient was enrolled in a clinical study to evaluate the safety and tissue response to photodynamic therapy using porfimer sodium for injection as a treatment for solid lung tumors prior to surgical resection. The surgeon found a piece of the fiber optic in the tumor post-resection. This case corresponds to the following pinnacle biologics inc. Icsr#: (B)(4).